Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a failure of the device's navigation button was observed. The device's front panel/keypad led pca board was replaced to address the issue.